Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that the pump stopped pumping with no alert. The staff stated that they had to power the pump off and then back on to continue therapy. There was a message for a low helium tank on the screen, but the tank appeared to be half full on the gauge. The psi in the helium tank was 238, and the staff confirmed that this is the only time that this has happened. As a result, cycling the power of the pump resolved the issue, and the pump was pumping as expected again. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of the pump stopped pumping with no alert is not able to be confirmed. The reported issue did not reoccur after a power cycle. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that the pump stopped pumping with no alert. The staff stated that they had to power the pump off and then back on to continue therapy. There was a message for a low helium tank on the screen, but the tank appeared to be half full on the gauge. The psi in the helium tank was 238, and the staff confirmed that this is the only time that this has happened. As a result, cycling the power of the pump resolved the issue, and the pump was pumping as expected again. There was no report of patient complications, serious injury or death.